Event description:
The customer reported that the scope showed an e218 scope communication error during an unspecified therapeutic procedure causing a ten minute procedural delay involving an olympus endoeye flex deflectable videoscope. The intended procedure was completed using a back up device. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) (added here due to character limitation) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.